Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient's parent found the patient unconscious when the cgm was providing a "high alert" around 11:00 am. The parent couldn't not recall what the value was on the cgm and did not check the patient's bg with a meter during this time. The patient's parent called the paramedics and when they arrived around 12:00 pm, they checked the patient's bg and it was around 30 mg/dl. It is unknown what the cgm was displaying during that time. The paramedics treated the patient with an IV and stayed with the patient until they regained consciousness. The patient declined to go to the hospital. Prior to the paramedics leaving, they checked the patient's bg and it was 164 mg/dl. It is unknown what the cgm was displaying during this time. At the time of the report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.